Manufacturer narrative:
A specific root cause could not be identified. The exchange of the pinch tubing was found to resolve the issue. Either a defect or damage to the pinch tubing could affect the results. Other possible causes include issues with sample quality or with the customer's and/or service maintenance.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received an alarm indicating the procell signal was out of range. The customer replaced the pinch tubes which resolved the alarm. The customer complained the results run before the issue and after the replacement of pinch valve tubing were very different. The discrepancies were seen in multiple samples for various tests including elecsys hcg + beta test system, fsh, and procalcitonin (pct). Of the data provided for six patient samples, only the results for three patient samples were discrepant. Refer to the attachment to the medwatch for the patient data. The erroneous results were reported outside the laboratory. The patents were not adversely affected. The reagent lot numbers and expiration dates were requested but were not provided.